Manufacturer narrative:
H6: investigation summary: photo received by our quality team for investigation. Upon visual inspection, cracked barrel is observed, therefore failure is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using a bd syringe 5ml ll 21x1-1/2 emerald the syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: material presented syringe cracking at the time of making oncological preparations on more than 5 occasions, which presents a critical risk in the process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd syringe 5ml ll 21x1-1/2 emerald the syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: material presented syringe cracking at the time of making oncological preparations on more than 5 occasions, which presents a critical risk in the process.